Manufacturer narrative:
One device was received for investigation. The device was inspected, and no defects in the extension¿s connection were identified. However, the reported condition of a leak was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate and address the reported condition. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The patient's mother reported that the balloon had a pin hole and burst out of her son. Per additional information provided on 06nov2024, the device was in use from october 23rd to november 05th. It was stated that a piercing through the balloon caused it to deflate and then fall out. There were no fragmented pieces that remained in their son. He is fine because they always keep an extra tube in their house, otherwise he would have had to have been hospitalized. This g-tube is the only way for him to receive his sustenance and life saving medication so this has been a huge inconvenience.

Event description:
The patient's mother reported that the balloon had a pin hole and burst out of her son. Per additional information provided on 06nov2024, the device was in use from (B)(6) to (B)(6) . It was stated that a piercing through the balloon caused it to deflate and then fall out. There were no fragmented pieces that remained in their son. He is fine because they always keep an extra tube in their house, otherwise he would have had to have been hospitalized. This g-tube is the only way for him to receive his sustenance and life saving medication so this has been a huge inconvenience. Per further information received from the reporter on (B)(6) 2024, at 8:30pm her son's g-tube extension was dislodged. It has done this once a day since he had it put in on (B)(6) . This causes a loss of his feed as well as medication. The extension will not stay stable and inserted in the g-tube attachment at his stomach.